Event description:
Applied medical spring clipsoft fibra 6mm clip broke while applied to ima. Surgeon had to stop in the middle of the case to recover the broken end of the clip and spring. Finally, the surgeon used a sterile magnet and a #5 tie to remove the spring and clip from the pt's chest cavity.